Event description:
It was reported that, during set up for debriedment utilizing a versajet, the water did not flow to the versajet exact assy, 45 degree x 14mm. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed.

Manufacturer narrative:
The device, intended to be used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include a kinks, obstructions or leaks in the high-pressure tube. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.